Event description:
Follow up information identified the patient's scs ipg was replaced.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg had flipped causing the patient to have difficulty charging the ipg. Reportedly, the patient had not lost stimulation therapy, but the ipg battery level was reading low. Surgical intervention may be taken to address the issue.